Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-70467. It was reported the patient presented for implant procedure. During surgery, the patient's blood pressure dropped and bradycardia occurred. A pericardial effusion was confirmed on electrocardiogram. Pericardiocentesis was performed. Placement of the leadless pacemaker (lp) was abandoned. The patient was in stable condition.